Manufacturer narrative:
PMA/510(k): this product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room and it was noted that the right ventricular (rv) lead had perforated the patient's lung resulting in high pacing impedance. The patient was admitted for emergency surgery but subsequently passed away. There was no allegation of device or lead malfunction, however, the primary cause of death was suspected to be due to the perforation.